Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "significant changes in the shape of my implant", "ultrasound revealed pockets of fluid surrounding" the right implant and the recall "had a significant impact on my mental wellbeing and day-to-day life." Device remains implanted.